Manufacturer narrative:
The clinic confirmed sensor rotation via chest x-ray. Per the information received the patient received new patient electronics device and they were able to successfully obtain physiological measurements. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the cardiomems sensor is rotated within the pulmonary artery and the patient is unable to obtain readings.